Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the catheters radiopaque tip detached within the patient's common iliac/femoral artery. The physician had acquired ipsilateral, retrograde femoral artery access through a 6f sheath, and had negotiated the patient's aortic bifurcation to cannulate and opacify the contralateral, superficial femoral artery with a 4f catheter. During the catheter removal over a stiff guidewire, the catheters radiopaque tip detached within the patient's iliac/femoral artery. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's artery.